Event description:
A bipap a40 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative codes e-46 and e-47 were noted to have occurred indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus and the cpu cannot communicate with the pressure sensor using serial peripheral interface (spi) bus, respectively. Replacement of the device printed circuit board assembly is required to resolve these issues. However, no repair work was completed because the device was scrapped per customer request. No foam particles were found inside the device. The device will be included in the fsn 2023-cc-src-039.